Manufacturer narrative:
(H3) the revision reported was likely due to acetabular cup loosening, which may have been the result of an insufficient bond between the acetabular cup and the acetabular bone. However, this cannot be confirmed from the reported information, the revised devices were not available for evaluation, and no images or radiographs were provided. *the following sections have corrected information: d1: brand name. D4: catalog number, expiration date, serial number, unique identifier (UDI) #. G4: PMA/510(k)number. H4: device manufacture date.

Manufacturer narrative:
Concomitants: 5591637 170-50-07 - biolox delta adapter 16/18-12/14; +7mm, 6052608 170-32-50 - biolox delta option femoral head 32mm od. Pending investigation.

Event description:
As reported via legal documentation the patient had a left hip revision on(B)(6) 2019. Approximately 11 months after the first revision the patient had a second left hip revision on (B)(6) 2020. There is no other patient demographic or medical history available. There is no device return. There are no photos or other images of the device provided. No additional information is available. Revision op report (B)(6) 2020: diagnosis: failed left tha. There was a trochanteric bursitis and a bursectomy was performed. The acetabular component was loose. The allograft bone was more flaky and not bleeding.

Manufacturer narrative:
The revision reported was likely due to acetabular cup loosening, which may have been the result of an insufficient bond between the acetabular cup and the acetabular bone. However, this cannot be confirmed from the reported information, the revised devices were not available for evaluation, and no images or radiographs were provided. H6: corrected health effect clinical codes.